Manufacturer narrative:
This report is submitted on august 31, 2023.

Event description:
Per the clinic, the device was explanted under general anesthesia on (B)(6) 2023 due to an open circuit and tip foldover, and the patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on october 23, 2023.